Event description:
On (B)(6) 2010, consumer inserted a tampon and a portion of the tampon came apart and remained inside her upon removal of the tampon. Consumer removed the remaining portion on her own and prescribed herself cipro. On (B)(6) 2010, consumer indicated she was fine.

Manufacturer narrative:
Device history record in review. Consumer did not return product for eval.